Event description:
It was reported that guidewire coating had foreign matter. A rotawire was selected for use. During preparation, upon opening the package, it was noted that the device was covered with a strange metal powder. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned with its original opened pouch. The guidewire was visually inspected and white lumps were found on some sections of its surface, however, the guidewire coating was inspected and no abnormalities were detected, the surface was not damaged. During the microscopic inspection, detailed pictures of the affected white lumps were captured. The guidewire surface was smooth and uniform no damages were observed on it.

Event description:
It was reported that guidewire coating had foreign matter. A rotawire was selected for use. During preparation, upon opening the package, it was noted that the device was covered with a strange metal powder. The procedure was completed with a different device. No patient complications were reported.